Event description:
On (B)(6) 2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number event occurred in the united states. The patient reported that in the morning of (B)(6) 2019, while sleeping when she woke up, her infusion set's tubing attached to quick release was pulled out, but quick release was still attached. Patient's blood glucose level was 300 mg/dl and she was dehydrated at the time of this event. The site location was at patient's abdomen. Reportedly, the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning of (B)(6) 2019, while sleeping when she woke up, her infusion set's tubing attached to quick release was pulled out, but quick release was still attached. Patient's blood glucose level was 300 mg/dl and she was dehydrated at the time of this event. The site location was at patient's abdomen. Reportedly, the pump was not dropped with the set connected to patient's body. No further information available.